Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, discharged patients was not appearing at the station, and new orders were not syncing across all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, discharged patients was not appearing at the station, and new orders were not syncing across all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that multiple network interface card (nic) adapters were present on the carefusion communication engine (cce) virtual machine. A technical support specialist investigated the communication flow and identified multiple nic adapters on the cce virtual machine. The specialist disabled all unnecessary nic adapters, leaving only the required one active. The tse verified issue did not recur after this corrective action. The system functioned as intended after the technical support specialist troubleshot the issue.